Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es not all patients were showing up in pyxis. The user was unable to pull up all patients in procedure1, although they were visible on other pyxis machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.